Event description:
Account reports approximately 10 incidents of temperature port plugs opening during leak testing prior to patient use and during patient use. Account states that it is unknown how many incidents occurred during patient use and prior to patient use. Further investigation with a crna revealed that the reported condition occurred during 3 cases while patients were maneuvered and was discovered when the "leak alarms" became activated. Account reports that the temperature port plugs were immediately closed and did not reopen once closed. Account reports that none of the incidents that occurred during patient use resulted in any patient injury and/or required medical intervention as a result of the reported condition.